Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button was still difficult to press. The customer experienced an elevated blood glucose (bg) level (594 mg/dl). A correction bolus was delivered to treat the bg. The customer reverted to an alternate method of insulin therapy.